Event description:
A malfunction on the pump was reported while it was on the charger. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.